Event description:
It was reported that the device would fail during the energy charge portion of the user test and would not charge, no delivery therapy, past 100 joules. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The defibrillator transfer relay was replaced and then proper device operation was confirmed through functional and performance testing. The device was then returned to the customer for use.